Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, selftest and occlusion test. Device was monitored and functioning properly. No delivery alarm or occlusion during test. Device received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the scratch was on the lcd screen. Customer states they can not read the display. Customer also reported insulin flow block alarm. Customer reports event was resolved by changing complete set the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.